Manufacturer narrative:
The suspect device was returned for evaluation. Upon visual inspection, the 4-way stopcock jointing line was found to have a crack at the luer joint. Other components from the kit received no damage. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Non-conformances of this nature are monitored by the engineering, quality and management team members.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Liquid leakage from the bonding point of the marvelous part. After confirming the defect, it was replaced with a new one from the same lot. No reported injury.